Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What were current symptoms following the index surgical procedure? Onset date? On what date was the suture removed? Was re-suturing performed? Other relevant patient history/concomitant medications product code? Lot number? 20190304 is not a valid lot. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent procedure for treating a clavicle fracture on a unknown date and suture was used. Following the procedure, the patient experienced erythema, inflammation and pain on the wound. A wound dressing change was given, and dexamethasone was injected. The suture was removed ahead of time. Then the patient's condition changed better. Additional information has been requested.